Manufacturer narrative:
This product is multi sourced. Without a lot number, the manufacturer could not be identified.

Event description:
It was reported by the customer that the bag leaked and burned the skin.